Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that ground prong was broke off on power cable prior to use. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d5.

Event description:
It was reported that prior to use cardiosave intra-aortic balloon pump (iabp) ground plug was broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event sit mail), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: e1 (initial reporter), e3, h6 (medical device - problem code). The getinge service territory manager (stm) that discovered the issue replaced the power cord (0012-00-1688-21). The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0012-00-1688-21 with a reported unit failure of the ground prong broken. The fat performed a visual inspection and found the part to have a broken ground prong on the plug. Confirmed the failure but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Au.